Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system displayed yellow alert for right ventricular automatic threshold (rvat) test. High pacing thresholds were observed. Technical services (ts) was consulted, and loss of capture (loc) was noted. Further testing was recommended. No adverse patient effects were reported. This right ventricular (rv) lead remains in service.